Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. There was no reported impact to the customer¿s blood glucose level. Review of the pump data logs for the past month by tandem technical support was unable to confirm the increased battery depletion. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.